Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per report received from germany- edwards received notification of an evoque valve where four months after the index procedure, the patient showed a suspicion of thrombosis of evoque prothesis. Two weeks later, the patient was hospitalized.baseline gradient after implantation was 1.7mmhg and 5 mg apixaban medication was received without interruption. Four months after the index procedure, the patient showed a suspicion of thrombosis of evoque prothesis. Two weeks later, patient was hospitalized but was not symptomatic. Mild central regurgitation was present. Five months after implantation, the gradient was 12mmhg and inr was 4.1. In total, five lyse cycles were received. After first lyse cycle, the gradient was 6-7mmhg and after the fifth lyse cycle there was no further decrease. After lysis the switch was made to marcumar and heparin, and after it was on a good level they used marcumar only with inr 4.1. The patient is stable, non-symptomatic and was discharged.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for thrombus formation (device) - post procedure was confirmed with other empirical evidence via information received by edwards. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Possible contributing factors to the thrombus formation can include patient factors (anticoagulant regiment, underlying coagulopathy), procedural factors, or a combination of these factors. Nevertheless, a definitive root cause cannot be established. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, and h11. Additional information was received that the patient received six low-dose thrombolysis cycles with alteplase from (B)(6) 2026 until (B)(6) 2026.